Manufacturer narrative:
A ship history was performed to identify the device likely utilized in this procedure. Review of the ship history identified one potential lot. The device history record (DHR) and similar complaints were reviewed for this lot and no issues were identified related to the reported event.a review of the device labeling and directions for use (dfu) contains the following complication:the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death.vessel trauma including, but not limited to dissection and perforation.the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use.the product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore product inspection could not be performed. There is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. The reported dissection is an anticipated procedural complication to these types of procedures and as such, a root cause classification of anticipated procedure complication has been assigned to this event.

Event description:
The intravascular ultrasound (ivus) catheter was used to determine lesion significance in a calcified and significantly stenosed lesion with minimal tortuosity located in the circumflex (cx) artery when a dissection occurred. Four stents were deployed to treat the dissection. The patient's condition was reported as "fine".